Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote stock door was failed, and it was unable to recover. The field service engineer (fse) had inspected the latch on the remote manager and had found that the contacts had been corroded. The fse had sanded, crimped, and greased the latch contacts, ensuring proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es refrigerator door failed. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.